Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultramini meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged product issue began in the evening of (B)(6) 2011. The patient stated that she manages her diabetes with oral medication (unknown type and dosage), diet and exercise and denied making any changes to her normal diabetes management routine in response to the reported issue. At an unspecified time after the alleged issue occurred, the patient claimed to have developed symptoms of "sweating, inability to stand and weakness in the arms". On (B)(6) 2011 at 10:00am, the patient informed the cca that she went to the ER where they tested her blood sugar level with their meter and obtained a reading of "550mg/dl" and shortly after, was given insulin (unknown type and dose). At the time of troubleshooting, the cca determined that the correct type of test strips was being used and there was no evidence of misuse. The cca also noted that the battery did not require replacement. Replacement products were sent to the patient. This complaint is being reported because the patient claimed to have developed symptoms suggestive of a serious injury and received medical treatment after the alleged product issue occurred.